Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer's current blood glucose level was 46 mg/dl, which was treated with food. The transmitter was not blinking. Trouble shooting was performed. Customer did not report symptoms of low blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Customer was not using the auto mode feature. The insulin pump will not be returned for analysis.